Event description:
It was reported that the lead's oversensing was causing inappropriate modes switches. The lead was reprogrammed but it did not terminate the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.